Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance, and a lead fracture was confirmed at explant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).